Event description:
Boston scientific received information that after the pocket was closed there was noise noted when the pocket was manipulated. The pocket was reopened and the set screw seemed secure, the noise could not be recreated but started seeing non-physiologic noise. The lead was disconnected and reconnected. The physician did not feel comfortable that the issue was resolved so removed this implantable cardioverter defibrillator (ICD) and implanted a new one without issue and no noise noted with the replacement device. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.